Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For both of the reported cases (9/8/2025 and 9/23/2025), could you please provide the following information: were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? When the event occurred, was the suture placed near the hinge of the clip? Package lot number of the clips? Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. Was the applier checked for damaged (jaws straight and aligned)? What suture type and size was used? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a robotic assisted laparoscopic partial nephrectomy procedure on (B)(6) 2025 and suture clips were used. During a robotic assisted laparoscopic partial nephrectomy procedure, the account contact reported that the issue occurred twice¿once on (B)(6) 2025 and again on (B)(6) 2025¿where the device did not latch and close on its own when used with the appliers. Fortunately, there were no patient consequences associated with these incidents. The device is currently available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.